Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer was treated for high blood glucose with insulin pump. The customer was advised that the insulin pump would be replace per her request. The customer also reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 28 mg/ld. The customer was treated for low blood glucose with a small banana and 4 glucose tablets. The customer reported via phone call indicating that the insulin pump alarm low battery. The customer was advised to insert new battery. The customer was advised to monitor the device and call if problems recur.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.